Event description:
It was reported that there was an issue with nj102 - biolox prosthesis head 8/10 28mm m. According to the complaint description, the ceramic head fractured 17 years and 1 month post surgery. Initial surgery: (B)(6) 2004, revision surgery: (B)(6) 2022. The patient underwent total hip arthroplasty (tha) by plasma cup and bicontact n on (B)(6) 2004. On (B)(6) 2021, the patient felt a strange noise as she got up from a chair, and then complained of pain; the patient visited a hospital that same day. Examination of the x-ray results revealed damage to the ceramic head on her left side. Therefore, the revision was performed on (B)(6) 2022. When the affected area was dissected, it was noted that the ceramic head was broken apart, but the ceramic liner was not damaged. Also, no particular problem was found on the stem side. All the hip components were replaced with artificial hip joints made by other companies (ceramic head and polyethylene liner), and the surgery was completed without any problems. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components: nh148t - plasmacup msc size 48mm. Nh092 - sc/msc ceramics insert 28mm 48/50 sym. Nj011t - bicontact n plasmapore 8/10 size 11mm.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. A few pictures of the broken device were provided by customer. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.